Manufacturer narrative:
Result - yellow latch handle.

Event description:
It was reported by service report that the siderail latch was broken with sharp edges. No pt involvement or adverse consequences are reported.